Event description:
It was reported that the customer was hospitalized for both hypoglycemia and hyperglycemia. It was reported that the customer was not using a glucometer to check her blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.